Event description:
It was reported a patient's implantable cardioverter defibrillator (ICD) presented in backup vvi mode with no backup defibrillation operation (bdfo) available, due to use in an off-label magnetic resonance imaging (MRI) environment. Programming changes were made to restore normal parameters. The patient was stable.